Manufacturer narrative:
(B)(4). The customer reported the suspected regulator assembly is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected regulator assembly for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a oxygen inlet low alarm. The customer performed troubleshooting, but the issue was not resolved. The customer reported there is a sound of air leakage which cause the air output to drop to 25 psi. The customer determined the most likely cause of the reported event is the regulator assembly. The issue occurred during patient use; the customer reported there is no report of patient consequence associated with the event.